Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes. Upon review, the ventricular episode showed that the patient appeared to be in atrial fibrillation (af) with rapid ventricular response (rvr). The device delivered two bursts of anti-tachycardia pacing (atp) and one shock therapy inappropriately and converted the rhythm. Further review of the episode, ts noted that the device exhibited functional undersensing as well. Ts discussed review with the hcp and recommended device programming options. At this time, the ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes. Upon review, the ventricular episode showed that the patient appeared to be in atrial fibrillation (af) with rapid ventricular response (rvr). The device delivered two bursts of anti-tachycardia pacing (atp) and one shock therapy inappropriately and converted the rhythm. Further review of the episode, ts noted that the device exhibited functional undersensing as well. Ts discussed review with the hcp and recommended device programming options. At this time, the ICD remains in service. No additional adverse patient effects were reported.subsequent additional information was provided that the implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion (nbd). A new device was implanted successfully as a replacement. No additional adverse patient effects were reported. This ICD was returned to facility awaiting analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.